Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the tamper seal was removed, the top case was chipped and cracked, the case bottom was cracked in the battery bay and both plunger cases were cracked. Functional testing involved multiple flow and occlusion tests and inspection and showed the pump performed within manufacturing specification and no messages were displayed during infusion. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating contact may be identified as "(B)(6)" as well as "(B)(6)" as first name.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical medfusion 3500 pump gave flow rate error. No adverse effects reported.